Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus france. (Ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for staphylococcus epidermidis (1 cfu/endoscope). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. [First time; august 2nd, 2019] all channels: gram-positive bacteria (>100 cfu/endoscope) [second time; august 13th, 2019] all channels: coagulase-nagative staphyloccocci (1 cfu/endoscope), stenotrophomonas maltphia (1 cfu/endoscope), microccaceae (1 cfu/endoscope). [Third time; august 29th, 2019] instrument channel: filamentous fungi (7 cfu/endoscope). Suction channel: (<1 cfu/endoscope). Air/water channel: coagulase-nagative staphyloccocci (3 cfu/endoscope), gram-positive bacteria (4 cfu/endoscope). The testing result was action level in the french guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for pseudomonas aeruginosa (>80 cfu/endoscope) . The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie 4, using peracetic acid. There was no report of infection associated with this report.